Event description:
While using the mini endocatch pouch to retrieve the specimen from the patient, the bag broke open. This resulted in a piece of fecal from the appendix to drop back into the patient's abdomen.